Event description:
A hospital worker reported via phone call that the insulin pump had a button error alarm. The customer reported that the device was in his pocket prior to the alarm occurring. Blood glucose level at the time of the incident was 144 mg/dl. The hospital worker was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube lip and belt clip slot. Unit received with minor scratched lcd window.